Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: I do not know for sure if it failed in use. But they did specify it is unable to drive into the marrow of the bone. This happened in may and has been out of use since. Regular battery checks completed every use. Red lights are supposed to still have use for another 50 insertions to my knowledge however this one does not. Sn: (B)(4).

Event description:
The report states: I do not know for sure if it failed in use. But they did specify it is unable to drive into the marrow of the bone. This happened in may and has been out of use since. Regular battery checks completed every use. Red lights are supposed to still have use for another 50 insertions to my knowledge however this one does not. Sn: (B)(6).

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review. Ez-io driver 9058 (sn (B)(6)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a flashing red led light was displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst-case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ref-003150) while applying approximately 8 lbs. Of force on a weight scale (ID: ref-002481). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 6.43 secs insertion 2: n/a insertion 3: n/a hard profile (105 lbs/ft3) insertion 1: n/a insertion 2: n/a insertion 3: n/a the unit failed the medium sawbone phase of testing with a complete stall on the first attempt at 6.43 seconds. No further testing was attempted. The complaint has been confirmed. The driver was opened to test and recorded operating characteristics. Battery voltage measured as 17.23 dc volts (voltmeter: ref-002629) without being activated. Battery voltage measured as 9.38 dc volts (voltmeter: ref-002629) when button was activated and voltage reached a stable level. Stable defined as when whole numbers (e.g., 6 volts, 7 volts, etc.) Stop changing (ignoring numbers after the decimal point). Results confirm a depleted (dead) battery. The eeprom was parsed and the results reveal the charge count was 17723568 and the cycle count was 1067. The recorded charge count supports a completely depleted battery as the charge count has been exceeded. The cycle count of 1067 (trigger activations) is also significant and substantiates driver usage with considerations to bone density, average insertion time, storage, and frequency of testing. Testing confirms the unit failure is related to battery depletion. The motor and gearbox were connected to dc power supply (ID c05319) and set to approximately 18v. When the trigger was pulled the motor and gear box were operable, exhibiting no signs of electro/mechanical problems. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 12/2014 and is approximately 6 years old. The complaint has been confirmed. Per the eeprom data analysis, the driver failed. The failure is the result of battery depletion. No other corrective/preventative actions will be assigned. The driver had no power because the batteries were depleted. Battery testing confirms depletion. It should be noted that the driver operated as designed. Once the battery reaches a quantified low energy level the red blinking light will activate signaling the driver has approximately 10% energy reserve left, and that a new driver should be ordered. No further action required.